Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork for the pump indicated the type of baclofen being delivered was compounded. The device was received for analysis. It was also reported a rotor study was not performed. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated there was no determination for cause of the multiple motor stalls. The pump was replaced and the patient¿s weight and height were unknown. No further complications were reported/anticipated or expected.

Manufacturer narrative:
H3 - analysis of the implantable pump (serial # (B)(4)) identified residue in the motor gear train and wearing on the shaft of the gear or rotor. H6 - eval code-method (B)(4) no longer applies. Eval code-result (B)(4) no longer applies. Eval code-conclusion 11 no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal clonidine 700 mcg/ml at 474.6 mcg/day, unknown baclofen 1100 mcg/ml at 745.8 mcg/day, and versed 5 mg/ml at 3.39 mg/day via an implanted pump for spinal pain. A motor stall was seen at initial interrogation and the patient did not recently have an MRI. Multiple motor stalls and recoveries were reported, and the first motor stall occurred on (B)(6) 2018. It was confirmed there were no electromagnetic interference (emi)/ magnetic sources present. The patient experienced increased pain and it was asked and unknown if the change in therapy/symptoms was sudden or gradual. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the pump was being shipped back for analysis. The patient¿s personal therapy manager (ptm) was now coupled with the old pump and they were needing to couple it to the new pump. They were not with the patient and would call back once they were with the patient to walk through the decouple/recouple procedure. No further complications were reported/anticipated or expected.